Manufacturer narrative:
On 5/26/2017 vi received an update on the patient from dr. (B)(6) office in (B)(6). (Refer to MDR 3005831739-2017-00003). The patient returned to dr. (B)(6) office for a (B)(6) appointment and dr. (B)(6) observed that the dvt had resolved; however the patient told dr. (B)(6) that two days earlier he was having shortness of breath. At visit he reported no further dizziness, chest pain, or shortness of breath. Dr. (B)(6) directed the patient to go to the emergency room where he was found to have a pe. The patient reported he had not taken his xarelto on (B)(6). The hospital cta of the chest revealed eight lower lobe embolus with several small segmental artery emboli. The patient was urged to continue his xarelto. This report is being submitted due to the updated information that was reported to vi on 5/26/2017 associated with MDR 3005831739-2017-00003.

Event description:
On 5/26/2017 vi received an update on the patient from dr. (B)(6) office in (B)(6). (Refer to MDR 3005831739-2017-00003). The patient returned to dr. (B)(6) office for a (B)(6) appointment and dr. (B)(6) observed that the dvt had resolved; however the patient told dr. (B)(6) that two days earlier he was having shortness of breath. At visit he reported no further dizziness, chest pain, or shortness of breath. Dr. (B)(6) directed the patient to go to the emergency room where he was found to have a pe.